Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer loaded the cartridge with 260 to 270 units. Subsequently, the estimate remained static at 105 units. The customer's blood glucose level was 200 mg/dl.